Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep removed and replaced the x-ray controller pcba battery. The system operates as intended.

Event description:
It was reported that the 9800 system displayed a data error message at boot up. This issue occurs intermittently. No patient injury was reported.